Event description:
Customer reportedly received results of 93 mg/dl on compact plus system 1 and 177 mg/dl on compact plus system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
It was reported that in (B)(6) 2010, the pt underwent the initial surgery. Six weeks post-op, it was discovered that three of the closure tops previously implanted (two at l3 and one at l4) had backed out of the tulip head of the screw and were "free floating" in the pt. A revision surgery was performed in (B)(6) 2010 and the closure tops were replaced. On (B)(6), 2010, x-rays revealed that the two closure tops at l3 again backed out of the tulip head of the screw and "free floating" in the pt. In addition, one of the closure tops at l4 began to back of the tulip head of the screw. The surgeon decided not to perform another revision surgery as the fusion was achieved and the pt is reported to be doing well.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot number and expiration date unknown). (B)(4).

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot number and expiration date unknown). (B)(4). Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.